Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a white plastic bag with an open box and tray from the lot number provided in the report. The label matches the product returned. All components were included in the return. A photo was provided by the user. The box can be seen but only the rpn is visible, not the lot number, and it matches the report. The device can be seen in the tray, and one band is missing off the barrel. The next band on the barrel has moved along the barrel suggesting premature deployment. All components, except the missing band, were included in the return. Our laboratory evaluation of the product said to be involved confirmed the complaint based on the condition of the returned device. A visual inspection showed that 5 bands remained on the barrel and one band had been deployed and was not returned, portions of the trigger cord had come away from the barrel and was no longer properly retained under the bands. It could be seen that one band had moved along the barrel suggesting premature deployment that is most likely a result of portions the trigger cord not being retained under the bands. All 12 deployment beads are present on the trigger cord however they are shifted out of position on the barrel. Correct bead placement could not be verified due to the trigger cord still being attached to the barrel. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured and is within the established tolerance. The trigger cord was intact and not broken. An evaluation of the handle wheel movement was performed, and the wheel functioned as intended. The subassembly history record for the trigger cord said to be involved was reviewed. The quality control tensile test performed on a sample of the manufactured units met the acceptance criteria. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the returned device confirmed the report; the trigger cord legs were extended away from the bands. A definitive cause for this observation could not be determined because the actual prior to use conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment, no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
In preparation for an unknown procedure, the user selected a cook 6 shooter saeed multi-band ligator. It was reported that the user opened the package and found out the trigger cord on bands [was] "messed up." The user changed to a new one to complete the procedure. A photo was provided depicting the one band off of the barrel. This occurred prior to patient contact; there was no impact to the patient. In addition, the patient sustained no clinical consequence and there were no adverse effects to the patient.